Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR #3002808486-2019-01144.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to dvt (deep vein thrombosis) and pe (pulmonary embolism). Patient is alleging tilt, vena cava perforation, organ perforation, and an embedded prong within a vertebral body. The patient is further alleging pain in both legs that is almost constant, shortness of breath, difficulty walking, "2 or 3" post-implant dvts, 3 post-implant pes, anxiety, depression, and aorta perforation. Per report from CT (computed tomography): "positive for caval perforation. Superior extent of caval filter superior l2 vertebral body. Inferior extent l3-l4 disc space. A total of 4 prongs have perforated the ivc series 3 image 75. Maximum distance prongs perforated approximately 10 mm series 3 image75. Coronal images approximately 7 degree tilt left to right series 7 image 51. Sagittal images 4 degree tilt posterior anterior series 8 image 56. Diameter of ivc directly above filter 23 x 17 mm series 3 image 60." "A prong has perforated the aorta best appreciated on series 3 image 75 and series 7 image 49. A prong that has perforated the ivc is imbedded within a vertebral body best appreciated on series 3 image 75 and series 8 image 50."